Event description:
During an atrial fibrillation ablation procedure, skiving was noted. The needle with stylet was advanced up the dilator, puncture was performed, the needle was withdrawn and the sheath aspirated which produced plastic shavings. The same procedure was followed for a second transseptal puncture which also yielded plastic shavings. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving remains unknown.